Manufacturer narrative:
Pt info: unk. Implant and explant dates: na. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-1 aq2017v, 18.0 diopter preloaded injector, and noted when pushing the rod, the figure of trailing haptic appeared abnormal. There was no patient contact. The surgery was completed using a backup ks-1 preloaded injector. There was no report of any injury.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product found the folded lens was remaining inside the nozzle and appeared normal. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. There was no irregularity found on the returned sample including trailing haptic figure. It could be used but the hospital stopped to use just in case. (B)(4).